Event description:
It was reported that both of the patient's leads had impedance issues due to being fractured. The issue was confirmed visually. As a result, the patient underwent surgical intervention during which the lead extensions were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.